Event description:
The manufacturer received information alleging a trilogy evo "ventilator service required" alarm condition occurred while in use and the customer is requesting preventive maintenance be performed. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer complaint was not confirmed. The device passed the evaluation according to the service manual. However, it arrived clogged with lint and white dust inside the blower, so it will need to be replaced. The following components were replaced due to contamination or cosmetic issues: blower assembly- due to contamination with white residue. Blower bellows seal due to contamination and yellowing, blower mount due to contamination and yellowing, cooling fan assembly due to contamination, fan retainer due to contamination, machine flow sensor due to contamination with white residue, muffler assembly due to pm, air inlet foam filter due to service, tubing-system pca due to contamination and yellowing, tubing-blower chassis due to contamination and yellowing, tubing-fio2 due to contamination and yellowing. Tubing flow o2 due to contamination and yellowing. The device arrived without a disposable battery. The valves and internal battery will not need to be replaced. Calibration was performed on the blower. The device passed all test. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.